Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(6).

Event description:
The following was reported to hamiton medical ag: (translated from german) device without power, so that the batteries have discharged and device alarms. No patient involved.